Event description:
It was reported by the customer's in-house engineer that a loud noise and burning smell was observed after the CT system was powered down. The in-house engineer confirmed that there was no flame seen outside the CT gantry, but he indicated that he had seen smoke emanating from the inverter. When he took the gantry and metal inverter covers off to investigate, the engineer noticed visible flame and burning cable insulation. The engineer extinguished the flame with a single use of fire extinguisher. There was no patient involvement or report of injury.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the event.